Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a no disposable pump won't run alarm. Tubing had been clamped; the cassette had been removed, and air bubbles had been noted. Tubing had been massaged, and the cassette had been tapped on a hard surface. The cassette had been reattached, but the alarm returned. Troubleshooting steps had been repeated, but the alarm had persisted. The pump was turned off and the tubing remained clamped. The caller had been instructed to call the clinic for further instructions. The caller had verbalized understanding, and the continuous rate had been 2ml, reservoir volume had been 11.2 ml, and 80.85 ml had been given. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.